Event description:
It was reported that the patient experienced systemic vascular coagulation symptoms involving thrombosis in both the venous and arterial system. Approximately six hours post successful filter implant for dvt extending from the right popliteal vein to the iliac vein, the patient returned to the ER in a hypotensive state, complaining of left leg pain. Imaging identified extensive bilateral thrombus extending from both popliteal veins into the vena cava, with thrombus noted within the filter and above the filter. Reportedly, the filter was located and properly positioned below the lowest renal vein. Reportedly, an aortic bypass was performed and venous thrombolysis were performed. The patient expired after the aortic bypass procedure. An autopsy will not be performed. The patient's cause of death is unknown at this time.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.